Event description:
The user reported that when the coil is pressed on there is no more sound. The user did not want a re-implantation initially, however, he wants to think about it. No further information has been received

Manufacturer narrative:
Additional information: according to the information received from the field a technial implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that when the coil is pressed on there is no more sound. Re-implantation is considered.